Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Customer declined troubleshooting with tandem technical support. Reportedly, customer changed the pump supplies or simply cleared the alarm and resumed insulin delivery to address the issue.